Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was alleged that the battery compartment was cracked with no power. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 02-sep-2018 with the following findings: a review of the black box showed no power issues. The battery compartment was cracked alongside of the pump. The battery cap threads were stripped. The battery cap unable to maintain an electrical connection and the power loss and reboots were duplicated. The battery cap contact measurements were within specifications. A test cap was used for testing purposes. The pump powered on normally with no alarms. The pump was exercised with a test cap with no further power issues occurring. Corrosion was found in the battery compartment with a leak. The pump was opened and no further evidence of moisture was found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.